Event description:
Event description guidant received information that this flextend lead was an attemtpted implant due to physician not able to get the lead to fixate in tissue. Another lead was implanted.